Manufacturer narrative:
(B)(4)

Event description:
This system was returned with documentation from the hospital. The hospital states this was an upgraded but with the model that was given, it did not show that the device was upgraded. 3 messages were left without response. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. It is reasonable to assume that forces applied during the surgery contributed to this observation. The cuts in the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.